Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net on an unknown date; an alert for ventricular impedance was observed. Review of the transmission revealed the right ventricular lead exhibited low pacing impedance and loss of capture. The patient was brought into the clinic and loss of capture was demonstrated during device interrogation. The patient was in stable condition. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition post procedure.